Event description:
Rn first assist was using the device to harvest saphenous vein from the patient when she noticed the tip end of the u shaped plastic piece was missing. System was immediately changed out for a new one. The leg wound of the patient was examined to find the missing plastic piece. The interior of the device was examined with the camera however the piece was not found. An xray was done of the leg as well. No piece was found.